Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to remove the defective 3dmax, which failed, and to repair the recurrent hernia." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of a right inguinal/femoral hernia. A bard/davol 3dmax, reference number (B)(4), lot number huud1080 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to remove the defective 3dmax, which failed, and to repair the recurrent hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to remove the defective 3dmax, which failed, and to repair the recurrent hernia." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years post implant of 3dmax mesh, patient was diagnosed with nerve damage, hernia recurrence, obstruction, adhesions and neuralgia thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of a right inguinal/femoral hernia. A bard/davol 3dmax, reference number: (B)(4), lot number: huud1080 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to remove the defective 3dmax, which failed, and to repair the recurrent hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax. Addendum per additional information provided: on (B)(6) 2011: patient was diagnosed with right inguinal/femoral hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh. Per operative notes, ¿the hernia was identified in the right inguinal region and dissection of the hernia sac was performed. A 3dmax mesh was placed in the preperitoneal space and securing it to the pubic tubercle. ¿ on (B)(6) 2017: patient was diagnosed with hernia recurrence and chronic neuropathic pain on the right groin thereby underwent laparoscopic into open repair with removal of old 3dmax mesh and neurectomy. Per operative notes, ¿the tacks penetrated the entirety of the inguinal canal and reached up to the ilioinguinal nerve as well as the iliohypogastric nerve. The mesh was densely adherent to the pubis, the pubic tubercle, cooper ligament, and around the vessels. The mesh was unscrewed from the tacks, folded and completely freed from the abdomen.¿ attorney alleged that the patient had adhesions, bowel obstruction, nerve damage, pain and emotional injuries. It was also alleged that the patient undergone additional surgery on (B)(6) 2018.